Event description:
It was reported that a new ilet user experienced a dexcom g7 connection issue in which the ilet displayed ¿connect cgm or enter bg¿ and pairing failed, while glucose readings were present in the dexcom app; the user initially entered an incorrect pairing code and later provided the correct code, and blood glucose was reported at 320 mg/dl during the event, consistent with an intermittent communication failure involving the electrical/magnetic component, specifically the antenna. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the ilet and the g7 consistent with intermittent communication failure associated with the device¿s antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.